Event description:
It was reported, during the implantation of this transcatheter aortic bioprosthetic valve (tav), in a patient with severe aortic calcification and marked leaflet thickening in all three cusps, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 22mm balloon. The balloon achieved full expansion without residual indentation, suggesting initial feasibility for tav deployment. The delivery catheter system (dcs) and loaded valve were advanced to the aortic annulus. During the first deployment attempt, to the point of no return, underexpansion was observed in the tav frame. The tav was recaptured into the dcs and withdrawn from the patient. Subsequently, a second bav was performed, this time using a 24mm balloon. Subsequently, a new 26mm tav was implanted into the aortic annulus with no issue. No patient symptoms or complications were reported as a result of this event.

Manufacturer narrative:
A. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Continuation of d10: product ID: d-evolutfx-2329 (lot: 0013068052); product type: 0195-heart valves; implant date: non-implantable product ID: l-evolutfx-2329 (lot: 0013068099); product type: 0195-heart valves; implant date: non-implantable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.